Event description:
Pt was having coronary stent implanted. Balloon maximum recommended pressure is 8.0 atm. When balloon pressure was increased to 7.0 atm to dilate balloon and deploy stent, balloon ruptured between 6 and 7 atm. Another balloon was used to complete procedure. Pt later required CABG due to clot at stent/acute artery closure that same day. No apparent injury. No indication that subsequent artery closure/CABG was related to rupture.